Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope exhibited blurry image. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using similar device with no delayed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, instrument channel tube leaking, switches scratched, protector discolored, insertion section yellow, air/water supply tube leaking, light guide lens damaged, and leakage check label discolored. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the blurry image was due to the device being cold which may have caused condensation to form due to the difference in temperature between the device and the patient body. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic system. Inspection of the endoscopic image. 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿air/water feeding and suction - if the endoscope is cold, condensation may form on the surface of the objective lens and the endoscopic image may appear cloudy. In this case, increase the temperature of the sterile water in the water container to 40 ¿ 50c (104 ¿ 122f) and then use the endoscope.¿ olympus will continue to monitor field performance for this device.